Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 reportedly stating that the patient fell and amplitude dropped and shock lead impedance also dropped. Another call was received by technical services on (B)(6) 2017 reque? Sting for review of strips that was sent. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).